Event description:
During a coronary diagnostic procedure, thrombus was noted in the catheter. The physician was unable to obtain a pressure while in the left ventricle. The thrombus was noted after the catheter was removed from the pt and flushed. No pt injuries or complications were reported.